Manufacturer narrative:
H3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found the haptic torn. Claim #: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -14.0 diopter,implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. The lens was removed within the same surgery due to lens tear/break during injection/delivery into the eye. There was no patient injury. On (B)(6) 2020 a replacement lens was implanted and the problem resolved.